Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the device did not fire. Replaced by a new one to complete the case. There was no injury.